Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) system delivered three inappropriate shocks due to oversensed noise which appeared to be electromagnetic interference (EMI) while the patient was getting dialysis. Technical Services (TS) was contacted and discussed possible reprogramming options. It was also noted that Smart Pass was disabled due to atrial fibrillation (AF). This S-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.